Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up check. Upon device interrogation, atrial lead noise was noted on stored electrograms. Additionally, episodes of inappropriate automatic mode switch were noted. No intervention was performed. Patient was stable.